Manufacturer narrative:
One ls1500 instrument was rec'd for eval. The seal plate has detached from the moving jaw on the returned instrument. Investigation into similar complaints has indicated that this failure mode is caused when tissue remains stuck to the seal plate when the jaws are being opened. This can occur if the instrument jaws are not cleaned adequately during use. The instructions for use state the instrument jaws must be cleaned during use to remove buildup of eschar and tissue.

Event description:
Procedure: unk. Reportedly, the tip of the device broke and fell into the surgical cavity. All pieces were successfully retrieved and there was no injury to the pt. Another device was use in and used the procedure was completed successuflly.